Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was hooked up to the device there was a degree of ventricular undersensing. The rv lead was disconnected and reconnected and there was still some undersensing. The rv lead was explanted and replaced with a new rv lead. After numerous checks both the new rv lead and atrial lead had undersensing. The device was then swapped out with a new device; which appeared to resolve the undersensing issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the overlay tubing of the lead was extrinsically breached due to a cut, the outer insulation was observed to have blood ingression, and the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: ddbb2d1 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.